Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became frayed. The customer's blood glucose level was 150 mg/dl. A replacement cable was sent to the customer to resolve the issue.